Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 8-in pressure rated extension set disconnected at the y-site when the patient turned in bed. The following information was provided by the initial reporter: customer has had two extension sets in the past week disconnect at the y-site with a patient turning in the bed. The extension set in the pictures was easily pulled off without great effort.

Manufacturer narrative:
H.6. Investigation: a sample has been received and analyzed by our quality team. The customer's complaint of separation has been verified. A device history record review for model mx5301 lot number 20065502 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. After close analyses under microscope, the root cause of the separation is an insufficient/ uneven application of solvent at tubing fitment.

Event description:
It was reported that the 8-in pressure rated extension set disconnected at the y-site when the patient turned in bed. The following information was provided by the initial reporter: customer has had two extension sets in the past week disconnect at the y-site with a patient turning in the bed. The extension set in the pictures was easily pulled off without great effort.